Manufacturer narrative:
D4: UDI (B)(4).the remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : other - device not returned; single use device.

Event description:
The consumer reported a false negative result using binaxnow covid-19 ag self test on (B)(6)2023 with an unknown sample. Consumer states that they had just taken a sars-cov-2 covid-19 antigen test 30 minutes prior at the urgent care, generating a positive result. No additional information, including patient outcome or treatment, was provided.

Event description:
The consumer reported a false negative result using binaxnow covid-19 ag self test on 23dec2023. Consumer states that they had just taken a sars-cov-2 covid-19 antigen test 30 minutes prior at an urgent care, generating a positive result. The consumer received treatment from urgent care based on the positive result. No additional information was provided.

Manufacturer narrative:
D4: UDI (B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 226356 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot: 226356, test base part number 195-430h/ lot: 223453. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 226356 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.